Event description:
Boston scientific received information that during a routine device interrogation it was discovered that the right atrial (ra) lead impedance had decreased from 850 ohms to 230 ohms. It was noted that the lead had been programmed to unipolar for an unknown reason. The patient had already left the clinic when boston scientific technical services (ts) was consulted. Ts suggested bringing the patient back into the office to evaluate lead integrity. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the right atrial (ra) lead continued to exhibit low pacing impedances that now reached to less than 200 ohms. There was also noise which was able to be reproduced with isometrics and increased threshold measurements for the ra lead. During a procedure for normal battery depletion, the ra lead was tested on a pacing system analyzer (psa) and yielded the low out of range pacing impedance measurements as well as elicited noise. The physician attempted to repair the insulation on the lead with a repair kit, but was unsuccessful. A lead fracture was also suspected, but not confirmed via fluoroscopy. Subsequently the ra lead was surgically abandoned and replaced. The pacemaker was explanted and replaced as planned during the procedure. No additional adverse patient effects were reported.